Event description:
It was reported that, pt was revised due to instability.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: desc: series 7000 standard tibia: cat #: 7115-0011, lot number: t04w1234. Desc: scorpio m-dome patella: cat #: 73-0110, lot #: r750. Desc: scorpio ps femur waffle posts w/lfit: cat # 71-4511r, lot k04t110. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. Add'l info has been requested and if received will be provided in a supplemental report.